Manufacturer narrative:
The returned device was evaluated and there were few additional findings. The scope cover exhibited leakage. The cover lens was scratched. The distal end cover was chipped. The adhesive part of the bending section cover was separated. The bending tube was shortened. The connecting tube had a scratch. The paint of the suction cylinder nut was peeled off. A pinhole was noted in the switch section. The universal cord had a scratch. The angulation was less than the specified value and exhibited play. The right/left knob was broken. The cover lens of the charge coupled device (ccd) unit had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited error e844 when washed as part of inspection for use. The device was returned and an evaluation at the repair center revealed clogging of the jet channel with foreign material. The jet channel did not pass the air test. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer further reported that the error message ¿e844 fc channel 1: flow too low¿ appeared on scope washing machine etd4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the auxiliary water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was fully performed according to the instructions for use (IFU). It is possible that the foreign material may not have been cleared by incomplete reprocessing due to leak of the control unit. The following information is stated in the instructions for use (IFU): ¿operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.